Manufacturer narrative:
(B)(6) 2025 is an estimated event date. (B)(6) 2025 is an estimated concomitant product therapy date.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular (rv) lead exhibited high pacing impedance and inadequate capture. During the lead revision procedure, the impedance and pacing threshold of the rv lead were found to be normal when tested with the pacing system analyzer (psa). The high impedance and inadequate capture were considered to be related to pacemaker malfunction. The pacemaker was explanted and replaced; the rv lead was connected to the new pacemaker and remained implanted on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Reported event of high impedance and capturing problem were not confirmed. The device was received with battery voltage above eri level. Electrical and mechanical analysis performed indicated normal functionality. Further analysis, including output verification and impedance test, found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.